Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received that the patient's ipg had migrated lower into their buttock to the point where the patient was sitting on it was causing them pain. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Event description:
It was reported that the patient was experiencing pain at the implant sire, therefore pocket site pain. The patient has low bmi. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.